Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer was assisted with reservoir leak troubleshooting. The customer's blood glucose level was 385mg/dl at the time of the incident. The customer stated that they could not tell the location of the leak. The customer stated that the fluid was visible in the lcd screen and the reservoir compartment. Customer was unsure whether the leak was past first or second o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.